Event description:
Reportable based on device analysis completed on 11-aug-2022. It was reported that the device was kinked. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 3mm x 20mm x 144cm coyote es balloon catheter was advanced for dilation. However, it was noted that the device got kinked approximately 20cm from the balloon to proximal side. The procedure was completed with another of same device. There were no patient complications reported. However, returned device analysis revealed shaft detached/separation.

Manufacturer narrative:
(B)(6). Device evaluated by MFR. : returned product consisted of a coyote es balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the shaft is separated 124cm from the hub. There are multiple kinks along the shaft. Microscopic examination revealed damage to the tip. There is blood present inside the balloon. Inspection of the remainder of the device presented no other damage or irregularities.